Event description:
It was reported the flex deflectable videoscope exhibited an e226 (scope communication error) during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 address - (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: although the specific communication error reported by the customer was not reproduced during investigation, a different e216 (scope communication error) occurred. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.